Event description:
Boston scientific received information that the patient with this implantable pacemaker had a bradycardia response during an endoscopy procedure. Technical services (ts) reviewed the electrograms and noted there were no ventricular tachycardia (vt) episodes stored, and all other lead measurements were good. Ts observed a pacing rate at 30 pulses per minute and discussed the possibility that the device was oversensing. There were also pacemaker mediated tachycardia (pmt) episodes noted for the patient after the procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.